Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This stem is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device. H10 additional narrative: added: a2 (birth date) and a3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This stem is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation is lawyer. If further information is received regarding identity, a follow-up medwatch will be filed as appropriate (B)(4).

Event description:
Asr xl revision, right hip, reason for revision: pain. Doi: (B)(6) 2006 - dor: (B)(6) 2020 (right hip).